Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bruising with open discharge. It was reported the garment was too tight. The patient's daughter reported the garment hooks were rubbing against the incision. There was no alleged device malfunction contributing to the irritation. The doctor advised to leave the incision exposed with no bandage to allow the irritation to improve, however the patient placed gauze between the incision and garment and the irritation improved. Reporting out of abundance of caution. Supplemental report 9/8/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as bruising with open discharge. It was reported the garment was too tight. The patient's daughter reported the garment hooks were rubbing against the incision. There was no alleged device malfunction contributing to the irritation. The doctor advised to leave the incision exposed with no bandage to allow the irritation to improve, however the patient placed gauze between the incision and garment and the irritation improved. Reporting out of abundance of caution.